Event description:
The clinician reports that the day the implant was placed in fdi 47, failure occurred upon insertion. No product was returned to the manufacturer. At the event the patient experienced: mobility and bleeding. No further patient complications were reported.